Event description:
It was reported that hour glass,no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the morning of (B)(6) 2023, the patient's parents were made aware of the sensor error and no action was taken. The patient experienced a hypoglycemic event and experienced a seizure, and the mother called the paramedics. A fingerstick was performed at that moment and the blood glucose reading was 1.5 mmol/l. The patient was given orange juice by the mother and when the paramedics arrived the blood glucose level had gone up to 4.1 mmol/l and the patient was brought to the hospital by the paramedics around 9:00 am. The patient was treated in the hospital with an unspecified intravenous treatment and was discharged on the same day in the afternoon. Around 5:00pm on the same day she had a second seizure, at this time the parents were not relying on the dexcom sensor as this still did not showed any readings. Again, a fingerstick was performed and the blood glucose reading was 1.5 mmol/l. The patient was given orange juice by the mother also this time, after which the blood glucose level rose to 4.0 mmol/l. The ambulance was called once more by the mother and patient was brought back to the hospital again. The patient was treated again with an unspecified intravenous treatment, but this time stayed a total of 3 days in the hospital before being discharged. At the time of the report the patient was stable. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.